Manufacturer narrative:
(B)(4). Medical device - batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection, the doctor used the 25 cm circular stapler, first, fired the stapler, removed the stapler, looked at the anastomosis and the anastomosis appeared intact. When the doctor inspected the donuts, the doctor indicated there were staples in the donuts. The doctor didn't like the anastomosis, used a 29 cm circular stapler, fired the stapler, noticed a few malformed staples in the staple line but the anastomosis passed the leak test. There were no patient consequences reported.